Event description:
Additional information reported the event resolved without sequelae.

Event description:
It was reported the day after implant while doing a control MRI a small extra-axial bleed was noted in the burr hole in the right frontal area. It was also noted the patient experienced numbness in their mouth. The event was considered related to the procedure and unrelated to the device. There was no action taken and the event was considered ongoing.

Manufacturer narrative:
Product ID: 3389-28, lot# 0207982391, implanted: (B)(6) 2014, product type: lead. Product ID: 3389-28, lot# 0207279728, implanted: (B)(6) 2014, product type: lead. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information indicated the date the manufacturer received information was incorrect. The date has been changed to 2014-05-21.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp updated the etiology to not related to the device or therapy and related to the implant procedure surgery/anesthesia. No further complications are anticipated.